Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters experienced blood exposure/splash during use. The following information was provided by the initial reporter: another event occurred today with the reference 382934 and the ide kept this time the used device that I will slide in the package with another sample of the same reference. When we press the button so that the needle goes into the device and we do not stick ourselves, the retraction is done too quickly and the blood splashes on us (arms, eyes...etc). High risk of blood-borne disease, several nurses have had the same remark when using this catheter that they use it more and prefer the ones without the safety feature.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one opened retracted unit from lot 0036695 with no catheter assembly or needle cover present and one unopened unit from batch 9296921. Through the visual examination, the used unit revealed no visible defects. The unit was inspected for gel within the safety mechanism of the device as gel regulates the speed of the retraction. Gel was observed within the safety mechanism. The used unit was removed from its retracted position and a functional test was performed using an artificial vein. Flow was observed and retraction was performed but no splashing occurred. The unused unit also did not have any visible defect and gel was observed in the spring cavity. The functional test was performed using an artificial vein and no leakage or splashing was observed upon retraction. The vent plug was inspected for leakage using the porous plug leak test and no leakage was observed indicating that the septum was also undamaged. High spring force may result in more rapid retraction of the needle. A review of the manufacturing process did not reveal any quality issues with the spring winding station. The reported defect of blood splashing was not able to be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters experienced blood exposure/splash during use. The following information was provided by the initial reporter: another event occurred today with the reference 382934 and the ide kept this time the used device that I will slide in the package with another sample of the same reference. When we press the button so that the needle goes into the device and we do not stick ourselves, the retraction is done too quickly and the blood splashes on us (arms, eyes ... Etc). High risk of blood-borne disease, several nurses have had the same remark when using this catheter that they use it more and prefer the ones without the safety feature.